Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and required medical assistance. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
On (B)(6) 2018, the patient experienced elevated blood glucose levels reading at 15.5 (279 mg/dl),12.6 mmol/l (227 mg/dl), 10.9 mmol/l (197 mg/dl), and 12.2 mmol/l (220 mg/dl). The patient required medical assistance as a result of the event but no further information was provided. The pod was worn between 36 and 48 hours on the abdomen.